Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, a high leak volume was observed and the device failed test steps during testing. The device's sensor board and oxygen blending module board were replaced to address the issues.